Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was potential undersensing of p waves observed on the implantable cardioverter defibrillator (ICD) transmission. Physician review of episodes indicated there was no p wave undersensing but intermittent far-field sensing of the t waves on the atrial channel. The patient was asymptomatic and no intervention performed. The lead remains in use. No patient complications have been reported as a result of this event.